Event description:
Reference number (B)(4). Event occurred in the netherlands. Patient reported sore spot after cannula removal which is more extensive even after treatment with antibiotics. No further information available.